Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported no phaco power. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the event occurred during a cataract extraction with intraocular lens implant procedure. The case was completed using an alternate handpiece. There was no patient harm reported.

Manufacturer narrative:
The customer reported that the system could not generate phaco power during a procedure. The surgery was completed with an alternate handpiece. The suspected non-conforming handpiece was later determined that only the tip was not tight enough. There was no patient harm related to this reported event. The company service representative examined the system and the reported event was confirmed and attributed to a loose tip. There was no problem found with the system. The system was then tested and met all product specifications. The system was manufactured on october 23, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, it is not suspected to have contributed to the reported event. The manufacturer internal reference number is: (B)(4).